Event description:
It was reported that this patient was scheduled for a revision due to an infection related to this system. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was scheduled for a revision due to an infection related to this system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was scheduled for a revision due to an infection related to this system. The device was explanted and returned. No additional adverse patient effects were reported.